Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call was the patient reported that they got some benefit from the device in the first week, but then it stopped working. The patient stated that they would like to take the device out because it doesn't work and they have never had any success with it. The patient also inquired about whether a newer product would work better for them. The patient was redirected to their healthcare provider to further address the issue. Patient services reviewed MRI compatibility with the patient. Additional information was received from the patient. In response to asking for clarification about the "device not working," the patient stated the device worked initially but it stopped working after a year. Patient stated this was not caused by normal battery depletion and the cause of the device not working was not known. When asked for the most likely cause, the patient stated they talked to the technician and they suggested turning it off for two weeks. The patient couldn't turn it off. In 2023, the patient stated they stopped thinking it would ever work. The issue had not yet been resolved. Patient stated they were scheduled for replacement surgery for (B)(6) 2024 as they needed the new model so they could get a cardiac MRI.

Event description:
Additional information was received from the patient. They reported that they had their ins removed on (B)(6) 2024. Patient stated they had no idea why the device would not turn off; they could not get the handset to respond in any way. At this time, the patient stated they did not want a replacement since the first one was so unsuccessful. The issue had not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.